Event description:
Customer stated that only half of the numbers on the display are showing. A review of the system was conducted over the phone and determined that segments were missing from all three positions of the display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.